Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a 5008x standard hdf bloodline leak was noted at the end of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between the venous chamber and the return line. When removing the lines from the machine, the joint between the venous chamber and the return line completely snapped off. The machine, a fresenius 2008t machine, did not alarm and was not expected to. A fresenius dialyzer was also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient injury or medical intervention required as a result of this event. The patient had already completed treatment when the leak was noticed. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s clinic manager (cm) reported that a 5008x standard hdf bloodline leak was noted at the end of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between the venous chamber and the return line. When removing the lines from the machine, the joint between the venous chamber and the return line completely snapped off. The machine, a fresenius 2008t machine, did not alarm and was not expected to. A fresenius dialyzer was also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient injury or medical intervention required as a result of this event. The patient had already completed treatment when the leak was noticed. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrected information: the aware date for this file should be 2/21/2025, not 2/26/2025 as previously reported.

Event description:
A user facility¿s clinic manager (cm) reported that a 5008x standard hdf bloodline leak was noted at the end of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between the venous chamber and the return line. When removing the lines from the machine, the joint between the venous chamber and the return line completely snapped off. The machine, a fresenius 2008t machine, did not alarm and was not expected to. A fresenius dialyzer was also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient injury or medical intervention required as a result of this event. The patient had already completed treatment when the leak was noticed. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: h7, h9 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A visual inspection revealed that the venous chamber was separated from the main line tubing. The complaint product sample was visually inspected and it was found that the main line tubing had improperly applied solvent resulting in a dryness channel. No other problems were found with the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.